Event description:
It was reported the screen of the epg (external pulse generator) was cracked. The epg was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the display was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, two side bails were missing, the ring was bent and the battery drawer was contaminated. (B)(4).